Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for unspecified lens model 2 months and 4 days after the initial implant procedure. Clinical reason for explant was refractive miss with surgical procedure lasik (laser assisted in situ keratomileusis). Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Information was provided that the clinical reason for the exchange was a refractive miss due to prior lasik (laser-assisted in situ keratomileusis) surgery. Based on the information provided, the event does not appear to be related to the product. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the company (1.50 cylinder (cyl)), 22.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified atiol (advanced technology intraocular lenses) model. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).